Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an unspecified sync issue during care of a pt. There was pt involvement without negative pt impact.